Event description:
On (B)(6) 2010, patient reported insulin was leaking from the infusion set near the luer lock connection. This occurred when trying to prime infusion tubing after insulin cartridge was changed. Infusion set was changed on (B)(6) 2010, and was scheduled to be changed later that day. Adapter was in use for approximately (B)(6). Patient replaced the adapter and infusion set and performed prime on infusion device. There was no further leaking at luer lock connection after the accessories were changed. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. Infusion set and adapter were replaced and requested for evaluation.